Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that retainer ring had cracked and come off. The reservoir was able to lock into place when inserted into insulin pump. The insulin pump was neither bumped nor dropped. Insulin pump had broken clip. Customer disconnected from insulin pump and had shower. Customer noticed that blood glucose level was 59 mg/dl. Customer had treated with tablet and had snacks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.